Event description:
The physician questioned the stability of the final right atrial (ra) lead placement. It was post-operatively discovered that the ra lead was pacing the right ventricle with a high threshold measurement. The lead was turned off and may be replaced with an active fixation lead in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).